Manufacturer narrative:
Continuation of d10: product ID 3887-28 ,serial# (B)(6), product type lead product ID 3887-28, serial# (B)(6), product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported battery never worked the same after it was replaced. Patient stopped using the device and had to have a back surgery about 3 years ago. There were concerns that the leads would be in the way so patient instructed surgeon to remove their leads and the device was left in and at some time will opt to have device removed. Patient reported when previous implant was removed a lead was broken and it never worked the same.

Manufacturer narrative:
Product ID: 3887-28, serial# (B)(4), product type: lead. Product ID 3887-28, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that¿(B)(6) 2021 will be 3yrs ago healthcare provider (hcp) removed the leads since they were having surgery and hcp was in the area where device / lead were placed. Patient stated the device was not working in the way it was supposed to be working. Patient stated they could not remove the ins because of hcp did not want to put more incision on patient body. Patient stated the leads were remove but the ins is still in the body.